Event description:
Device 1 of 2. Reference MFR report# 1627487-2012-04248. It was reported the pt had two scs systems, therefore, both ipgs will be reported. The pt reported, she was not feeling stimulation, and had not charged her ipg for as long as one year. The pt reported, she had moved to a different state and had lost her charger. A replacement charger was sent to the pt, but was unable to establish contact with the ipg. It was reported the pt was working to find a new physician.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.